Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a high impedance issue, which resulted in loss of stimulation,shock, and intermittent stimulation. The impedance values were noted to be elevated, with specific values of 14 at 30630-40000, 15 at 30730-40000, and 7 elevated with movement at 2400-32940. It was observed that impedance 14 and 15 became elevated with movement, and 15 showed no connection in the battery, with no changes upon movement. Troubleshooting was performed, including reprogramming the device, which reportedly improved the situation. The patient was alive with no injury. No patient complications have been reported as a result of this event. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021: product type lead product ID 977a260 serial# (B)(6): product type lead b5 has been updated to include information previously captured in report #825509370 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leads were explanted, and registration notes the leads were replaced with new leads. Additional information was received from a manufacturer representative (rep). It was reported that around (B)(6) 2025 there were impedance problems, and a call was placed to tech support regarding the impedance issues. Reprogramming was attempted. The issue was resolved with lead replacement. The device was discarded.